Event description:
The pt was in a car accident and then hand an MRI. The pt felt pulling and tugging when entering the MRI room. Following this, the pt had to have the volts up to 9.5 in order to feel stimulation. The pt felt 25% stimulation in his left arm and 75% in his right arm; before the event, he only felt stimulation in his right arm. Impedances were checked and were reported to be fine. When the implantable neurostimulator (ins) was set at pw 390, rate 31, volts 4.1, 1- and 2+, the pt felt nothing until they ramped the volts up to 9.5 volts. But if they programmed to 0-, 1-, 3+, 2+, pw 210, rate 25, the pt could feel stimulation at 2.5 volts; that was when he was getting the stimulation in the right and left arm. The ins was reprogrammed, and the pt received adequate stimulation in his affected painful areas. The physician advised the pt to return to his office if he experienced any additional problems.